Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual examination revealed that the distal shaft is damaged at the collar. The collar is damaged and part of it is no longer attached to the shaft. Microscopic inspection revealed no additional damages. A test 6f guide catheter was used and the guidezilla ii was able to pass through. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found no damage that would contribute to the difficulty to advance through the guide catheter.

Event description:
Reportable based on device analysis completed on 22nov2019. It was reported that the device could not cross lesion. A guidezilla 6f was selected for use. Prior procedure, the device was tried to advance in the catheter but unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed collar damaged.